Event description:
It was reported, coupling cold welded or locked onto the step drill and could not be removed. We were able to get it off or remove if after the case, but it does not function properly."

Manufacturer narrative:
Additional information has been requested and if received, will be provided on a supplemental report.